Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, a lead connection issue was suspected. On (B)(6) 2015 the pocket was opened and it was noted that the implantable cardioverter defibrillators ventricular setscrew was loose. The right ventricular lead was reconnected to the device successfully. The procedure was completed and all measurements were good. The patient was in stable condition post procedure.